Event description:
The dental implant fx 4310mlc was removed on (B)(6) 2017 due to insufficient primary stability on the same day as implant placement. The patient had no significant medical history and has been recovered without complication.